Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. The receiver was returned for evaluation and passed external visual inspection. The receiver was unable to communicate with the global communication tool, however, a "call tech support" message was observed on the receiver screen. The reported event of receiver ceased to function could not be confirmed due to the occurrence of the error displayed on the screen. A root cause was not determined.